Event description:
A physician reported a case regarding a pt suffering from left eye catarct. In 2001, the pt underwent a phacoemulsification surgery and a ceeon lens mod 911a was implanted. No adverse event occurred during surgery. On the first postoperative day, the pupil size was 1.5 mm; on the third postoperative day, the pupil size was 3.5mm and the physician noticed haziness in the center of lens on slit lamp exam. The pt was treated with dexamethasone (5 times a day), pefloxacin (3 times a day), flurbiprofen (3 times a day) and timolol (2 times a day). On the third postoperative day, the vision was 6/9. At the time of the report, the pt had not recovered. The case was considered serious for disability.